Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was initially reported that the pt began to "have a few breakthrough seizures which until now have been relatively well controlled for several years." In addition, there was a concern of "early battery failure." Diagnostic testing found all systems intact and functioning normally with dcdc: 0 and eri = no. The pt's output current was increased to 2.75ma which resulted in "an uncomfortable coughing and choking sensation in her ear and throat." Follow-up with the physician indicated that the pt's seizures were still below pre-vns levels which may have been related to the pt "getting sick due to infection." The infection was not related to the vns but rather poor hygiene. The physician further explained that the pt's choking and coughing was related to intolerable settings as decreasing the pt's settings resolved the events. It was also noted that the pt was experiencing some weight loss. It was later reported on a follow-up that the pt is "continuing to tolerate the stimulator system well with no remarkable subjective complaints. There have been no changes in her general health status." There is no allegation that the pt's weight loss is causing harm to the pt.

Manufacturer narrative:
Device malfunction is suspected, but did not contributed to a death or serious injury.